Manufacturer narrative:
No button error alarm noted. All buttons functioned properly. However, the insulin pump had a corroded keypad traces. The insulin pump alarmed battery out limit due to corroded battery tube. The insulin pump was unable to perform displacement test due to battery out limit alarm. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip, cracked case at display window corner, cracked lcd window, scratched reservoir tube window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 150 mg/dl. The customer confirmed that the issue did not result in a serious injury or hospitalization. While troubleshooting, the customer did not recall any significant events leading to the alarm. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.